Event description:
A patient reported experiencing inaccurate high results with a otb meter. The patient's blood glucose results were 95, 164, 177 mg/dl. Tests were done within 10 minutes with a difference of 33%. Patient did not experience any advers events. No further information has been reported.